Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The device was operational after speaker replacement repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.